Manufacturer narrative:
Pre-check confirms bur wobble. Analysis found bearing corroded. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via manufacturer representative that the handpiece bur wobbles during the procedure. There were no patient impact.